Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she is receiving a compromised force sensor system alarm on the insulin pump. Customer's blood glucose is 221 mg/dl. Customer was doing an infusion set change and has not treated. Customer has been disconnected for about an hour to shower and to do the set change. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer mentioned that she dropped the pump in her sink a few days before and the pump got wet. Customer was unsure if it could have caused some of the issues. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced. Customer mentioned that she has the new pump but has not received training. Customer declined a loaner pump.